Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's rhythm into ventricular fibrillation (vf) after delivering anti-tachycardia pacing (atp). A shock was delivered, and the rhythm was converted. It was also noted that there were a few beats that were undersensed, which do not delay therapy. The device remained in use. No additional adverse patient effects were reported.